Event description:
It was observed during the device inspection, that the colonovideoscope nozzle and connecting tube exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d5 (operator of device) should be: other & (operator of device) should be: olympus. New information added to the following fields: d8, h3, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, foreign material in nozzle and foreign material at insertion section, could not be identified. Although we confirmed foreign material adhered to nozzle and insertion section from provided photos by sbc, could not identify the material. We could not specify root cause of the material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor the field performance for this device.